Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 1st 512sd trocar had foreign matter inside the package. The 2nd 512sd release button would not work. A new trocar was used to complete the case. There was no consequence to the pt. The devices were discarded.